Event description:
It was reported that a patient awoke during an operation, and pulled the endotracheal tube from her mouth when the instrument was inserted into the muscle wall. The patient reportedly sustained no injuries and has no recollection of the event. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.